Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 400 mg/dl, which was addressed with a correction bolus. Reportedly, the customer observed many air bubbles in the infusion set tubing. The customer performed the fill tubing step to remove the air bubbles; however, accidentally pressed "new" when filling the tubing resulting in a valid minimum fill notification as there was 40 units of insulin in the cartridge. The customer was able to load a new cartridge successfully.